Event description:
It was reported to boston scientific corporation in 2008, that a hta procedure sets was used in a procedure (patient age, gender and weight are unknown) a week prior. During the procedure, the cassette and tubes were shaking and there was a leaking at the end of the sheath. This event occurred while outside of the patient and the procedure was paused and restarted. While in the warming up hysterectomy phase, the same event occurred (prior to the saline warming up). The physician aborted the procedure with no patient complications.

Manufacturer narrative:
A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. Product not available for analysis.